Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report. Device will not be returned.

Event description:
Patient presented with hip pain, gamma was removed and doctor proceeded to mod restoration and acetabular shell. No other information per hospital protocol.

Manufacturer narrative:
Evaluation summary: the review of manufacturing documents revealed no deviation in the manufacturing process. As no item was returned no physical examination could be carried out. There was no information provided that the implants were damaged. The affected implant is a temporary implant which inevitably will be subject to a fatigue fracture if the biomechanical stress on the implant is too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labeling of the product. Usually a breakage is contributed to by one or more deficits, e.g. Insufficient bone healing, product damage. Generally the risk of a breakage will increase with the increase of load cycles and load level. Aspects regarding the gamma3 nail: in order to develop the most suitable implant for fracture fixation as indicated in this case several comprehensive analyses and test campaigns were carried out. Those included fatigue tests to determine the implant endurance under simulated physiological load conditions and finite element analysis to determine the maximum mechanical stress. Mechanical comparisons were made to other fixation devices which represented the state of the art at the time of the gamma3 implant development. The design of an intramedullary nail is limited by the anatomical requirements of the human body. Based on above tests the design of the gamma3 nail was optimized in such a manner that the nail currently fits best to the anatomy of a human body and also considers minimal invasive aspects. [The requirements of council directive (B)(4) were implemented] aspects regarding the affected nail: the strength of the titanium nails is documented in the local material specification, which is based on astm f 136. This requirement has not been changed since introduction (proven by external examination of the raw material for each material lot). To date no breakage has been reported for the product in question that was based on deviation in manufacturing or material. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, and, depending on the patient¿s post implant behavior and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. In this case there was no information provided that the implants were damaged. A requirement for successful treatment with an intramedullary nail is that bone healing develops in a sufficient manner that the implant is relieved by load sharing / load transmission over the bone. Otherwise the implant may be subject to a fatigue fracture. Results of recommended regular follow-up examination were not provided. It could not be determined whether the patient had been compliant to the surgeon¿s post-operative instructions. As the nail was not available it could not be determined if the nail had been damaged intra-operatively. With available information no further technical statement was possible. As to missing medical records no medical statement was possible. Based on presented information and referring to that no deviation was found in the manufacturing documents a deficiency in the nail question was not verified.

Event description:
Patient presented with hip pain, gamma was removed and doctor proceeded to mod restoration and acetabular shell. No other information per hospital protocol.